Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
When an atrial pacing threshold test was launched, it was reportedly observed that the text "rv lead" was displayed (instead of "a lead") above the saved value in the results section of the "pacing threshold tests" on the programmer screen. Preliminary analysis showed that the reported behavior is only a display issue on the programmer screen and has no impact on programmer/ICD operations.

Event description:
Reportedly, when an atrial pacing threshold test was launched, it was reportedly observed that the text "rv lead" was displayed (instead of "a lead") above the saved value in the results section of the "pacing threshold tests" on the programmer screen. Preliminary analysis showed that the reported behavior is only a display issue on the programmer screen and has no impact on programmer/ICD operations.